Manufacturer narrative:
G5:510(k)#:k102985 b4:(B)(6)2021 although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Additional information received reported the device was being set up for patient use when the issue was discovered. The patient's therapy was started on another ventilator, no delay of therapy, or patient harm reported. The data acquisition (da) board was returned for failure investigation (fi). Visual inspection of the data acquisition (da) board identified no evidence of damage or contamination. The fi testing confirmed a component failure u17 on the data acquisition (da) board caused the o2 to leak.

Manufacturer narrative:
Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Event description:
It was reported to philips by a customer that the unit had an o2 leak. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit had internal o2 leak when o2 connected (could hear leak) and the leak was coming from the da pcb where the orange o-rings sit on sensor stem u17. The biomed thinks a possible pin hole is in the sensor. The service engineer replaced the da board to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.